Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A review of risk management files found that the reported failure was documented appropriately. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional evaluation revealed the unit presented a rf disabled check return electrode fault during high power testing. No calibration errors were displayed. The complaint of a calibration error was not confirmed. The complaint of a rf disabled error was confirmed and a root cause has been associated with a component failure. Factors include connecting a shorted or defective rf wand which could result in damage to the rf pcb. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the vulcan generator had a "current calibration failure". No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.